Event description:
It was reported that balloon ruptured occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified vessel of left forearm. A 6.00mm / 2.0cm / 50cm peripheral cutting balloon was selected for use. During third inflation for 60 seconds, the balloon ruptured. The device was removed using normal method without issue and the procedure was completed with another of the same device. No complications were reported, and the patient was in good condition post procedure.